Event description:
During a cardiac lead extraction case, the physician stopped lasing and pulled the catheter from the patient. He noted that the catheter was kinked with a defect of the outer isolation. No patient injury occurred. Alternate means were utilized to successfully complete the case.

Manufacturer narrative:
Device evaluation: the visual inspection of the device found a significant kink approximately 5" from the distal tip. Excessive dead fibers were also noted at the distal tip. The catheter appears to have been kinked during use with continued lasing. A kink of this magnitude is likely the result of not enough rail tension going around the bend. No issues during manufacturing were noted in the lhr that would result in catheter kinking. The damage to the catheter is not the result of a manufacturing defect. The amount of kinking in the catheter implies significant forces applied during use likely from a loss of rail tension during the procedure.

Manufacturer narrative:
Preliminary review of device returned found possible compromise in the outer jacket of the catheter in an area that might enter the patient. For this reason, this MDR is being filed. A follow-up report will be filed following the completed evaluation of the device.